Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 442 mg/dl. The cause was not known. The customer was at work and passed out due to the elevated bg and their co-workers took them to the emergency room (ER) on 08/03/2023. The ER staff provided intravenous therapy (IV) and fluids of saline and insulin to address bg. The customer was at the ER for five hours and was released on 08/04/2023 with no injury or permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.